Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient called the hospital and informed them that while he was in the movie theater, he experienced a red heart alarm. The patient exchanged his batteries without resolution, and then he exchanged his system controller and the alarm was resolved, and the self-test was successfully performed. The patient did not experience shortness of breath, dizziness/light headedness, or chest pain during the alarm; however, he felt some light headedness when he exchanged the system controller. The pt was alert and oriented during the phone call with the vad coordinator.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.